Event description:
The customer reported an unspecified cardioversion failure. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.